Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr xl revision, original resurfacing surgery - (B)(6) 2003, revision of femoral head - (B)(6) 2004, revision of xl system - (B)(6) 2010, reason for revision - component loosening (unknown which product became loose) pain & leg length discrepancy. See dint (B)(4) for resurfacing revision of femoral head. Update: (B)(6) 2012 - stem details. Update - (B)(6) 2014 (left) - we have been informed by (B)(6) that this patient is deceased. The date of death is (B)(6) 2013. (B)(4) for 1st revision.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr xl revision, original resurfacing surgery - (B)(6) 2003, revision of femoral head - (B)(6) 2004, revision of xl system - (B)(6) 2010, reason for revision - component loosening (unknown which product became loose) pain and leg length discrepancy. See (B)(4) for resurfacing revision of femoral head, update: (B)(6) 2012 - stem details, update - (B)(6) 2014 (left) - we have been informed by (B)(6) that this patient is deceased. The date of death is unknown. See com (B)(4) for 1st revision. (B)(6) 2014 ¿ no further information is available regarding the death of this patient. This patient was revised of the asr implants prior to death and the revision has been investigated and reported in-line with the asr (B)(4). No explants have been received at lirc for investigation. (B)(6) have confirmed that there is no allegation of a link between the asr implants and the death of the patient. Should further information become available, the complaint will be re-opened and evaluated for investigation. Update - (B)(6) 2015 - removed original implant date as products implanted at different times. It should not have been entered originally. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr xl revision. Revision of xl system. Reason for revision - component loosening (unknown which product became loose) pain leg length discrepancy.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.